Manufacturer narrative:
Investigation identified an excessive build up of pressure. It was discovered that the air filter had a glycol deposit preventing pressure release.

Event description:
User reported that the heater-cooler did not reach the set-point. There was no patient harm; however, this type of event is considered reportable by spectrum medical.